Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable loop recorder (ilr) had undersensing of beats with occasional oversensing. No changes have been made and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the device continues to have occasional undersensing and oversensing of noise. The device remains in use. No patient complications have been reported as a result of this event.